Event description:
Product-valleylab cautery rocker w/coated blade. While using the above product, was keying a hemstat. After buzzing on the hemstat for a period of time, the point of contact with the hemstat and electrode flamed approx 1/4 inch in height. There was no injury to the pt. The complete cautery was replaced and the affected one was sent to valleylab to be investigated. The cautery machine was checked which was negative. Product was enclosed in a major set up pack generated by sterile recoveries inc.